Event description:
It was reported that a spectrum infusion pump failed downstream occlusion pressure test, recorded values 22.79 psi and 21.94 psi during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed dso (downstream occlusion) pressure test at 22.79 psi and 21.94 psi" was not reproduced. The device was tested for downstream occlusion testing and it passed. The event history log (ehl) review was performed and revealed multiple events of "downstream occlusion!" Alarm, however downstream testing results or failures cannot be determined through the log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.